Manufacturer narrative:
Internal report reference number: (B)(4). Meter was returned for evaluation. Product testing was performed and no defect found. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-018: user has high glucose value. Note 1: manufacturer contacted customer in a follow-up call on 25-jul-2022 to ensure the customer's condition had improved - able to establish contact with customer who stated he did not currently have any diabetic symptoms. Customer stated that he had gone to the hospital on (B)(6) 2022 and again on (B)(6) 2022; customer had only stayed in the hospital for a few hours before being discharged. Customer stated due to the high blood glucose results he had contacted ems who had transported him to the hospital. At the hospital customer's blood glucose test result was in the 590's mg/dl. The diagnosis was hyperglycemia and customer was given insulin. Customer's blood glucose test result had been in the 300's mg/dl when he had been discharged. No changes were made to the customer's health care program. Note 2: manufacturer contacted customer in a follow-up call on 26-jul-2022 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Event description:
Consumer reported complaint for error message (e-3) and hi blood glucose test results. During the call, a blood test was performed by the customer fasting and produced test result of hi using true metrix meter. The product is stored according to specification in the living room. The test strip lot manufacturer¿s expiration date is 07/21/2023 and test strips were opened two months prior to call. At the time of the call the customer reported symptoms of blurry vision and feeling weak; customer stated that he was going to contact 911.